Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon cs insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned component indicates that the insert may have been obstructed posteriorly during the attempted seating. -device history review: DHR review for the reported lot was satisfactory. -complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, the insert may have been obstructed posteriorly during the attempted seating. The damage observed on the part was caused by the user and would have rendered the component unusable.

Event description:
The distributor (B)(4) reported the following event : "issue to snap the triathlon insert." The procedure was completed successfully with no impact to the patient.

Event description:
The distributor protheos reported the following event : "issue to snap the triathlon insert." The procedure was completed successfully with no impact to the patient.